Event description:
During product service by a service technician, a flo-gard infusion pump presented an air in line alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed a damaged air sensor. The cause of the damaged air sensor was not determined. To correct the condition, the air sensor was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.